Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not inflating properly. The pump was removed and replaced with a new one. There were no patient complications reported.